Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Case description continued: as treatment of the dissection and stabilization of the patient was the priority, no attempts were made to retrieve the dislodged stent at that time. The sds and guide catheter were then withdrawn (without the dislodged stent) and a guideliner was positioned. Balloon dilatation was performed, followed by placement of a non-abbott stent in the distal area. After the patient stabilized, an attempt was then made to locate and retrieve the stent. The dislodged stent had migrated to the carotid artery. As the stent remained secure in the carotid artery with no risk of further migration, no additional intervention attempts were made to retrieve it. Medication was administered to the patient and the physician will take a wait-and-see approach. There were no adverse patient sequelae. No additional information was provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to position; however, the failure to advance appears to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received resulted in the following revised description of event: it was reported that the patient presented in unstable condition. The procedure was to treat a concentric, heavily calcified, 99% stenosed, 40mm-long, de novo lesion in the 2.5mm-diameter, heavily tortuous proximal, mid, and distal circumflex (cx) coronary artery. After placement of an unspecified guide wire, the lesion was pre-dilated when a dissection occurred. For treatment of the dissection, a 2.25x23mm (lot # 5103041) rx xience alpine stent delivery system (sds) was advanced toward the distal area, but failed to cross to the distal portion due to patient anatomy and was, thus deployed in the proximal area within the target lesion. A 2nd 2.25x23mm (lot # 5040141) rx xience alpine sds was then advanced toward the distal lesion area, but failed to cross through the 1st 2.25x23mm stent and became caught (but not entangled) in the 1st deployed stent. The patient then moved due to pain (not angina), resulting in unintentional pulling back of the guide wire and sds toward the guide catheter, which caused the stent to dislodge when reaching the guide catheter. The 1st implanted xience alpine stent was not damaged during the attempt to cross and the implanted stent did not cause damage to the 2nd xience alpine during the crossing attempt.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: guideliner. Stents: 2.25x23mm rx xience alpine; 2.5x23 rx xience alpine. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other 2.25x23mm rx xience alpine referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, 99% stenosed, 40mm-long, de novo lesion in the 2.5mm-diameter, heavily tortuous proximal, mid, and distal circumflex (cx) coronary artery. After placement of an unspecified guide wire, the lesion was pre-dilated. A 2.25x23mm rx xience alpine stent delivery system (sds) was advanced but failed to cross due to patient anatomy and was withdrawn. With the support of a guideliner guide extension device, the 2.25x23mm rx xience alpine was re-advanced and crossed, and the stent was deployed. A 2nd 2.25x23mm rx xience alpine sds was then advanced for intended overlapping deployment in the lesion area proximal to the 1st placed xience alpine stent, however, this device failed to cross and became caught (but not entangled) in the 1st deployed stent. An attempt was made to withdraw this 2nd xience alpine sds when the patient reportedly moved, resulting in unintentional pulling back of the guide wire and sds into the guide catheter with dislodgement of the stent inside of the distal end of the guide catheter as it was pulled back through it. As there was no available snare device on site, attempts were made to retrieve the dislodged stent using an unspecified method, but the attempts were unsuccessful. With the 2nd stent remaining dislodged inside of the guide catheter, a 2.5x23mm xience alpine sds was advanced and the stent was deployed in the intended target lesion. It was then noted that the dislodged stent had migrated from the guide catheter to the carotid artery. As the stent remained secure in the carotid artery, no additional intervention attempts were made to retrieve it. There were no adverse patient sequelae. No additional information was provided.